Event description:
It was reported that there were no rpm display. A rotablator console was selected for use, however, the console does not show the rotational speed on the screen. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The foot pedal powered up and functioned properly and passed the rotablator functional feature test. On visual inspection, the rotablator foot pedal was okay, with no scratches or dents or signs of damage. All connectors functioned correctly. The rotablator console powered up and functioned properly and passed the rotablator functional feature test. On visual inspection, the rotablator console was okay, with no scratches or dents and the warranty label was not damaged. All connectors functioned correctly. Additional testing was carried out using a function generator and optical pulse generator and the rpm display worked through its full range.

Event description:
It was reported that there were no rpm display. A rotablator console was selected for use, however, the console does not show the rotational speed on the screen. No patient involvement reported.